Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a large volume carboplatin leak at an unspecified location during administration and that the physician requested that the entire medication dose be prepared again and restarted. Although the patient was being monitored for potential blood loss, there was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a large volume carboplatin leak at an unspecified location during administration. There was no report of patient harm.

Manufacturer narrative:
(B)(4).